Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end, the nozzle, the forceps channel port, plastic distal end cover, the connecting tube and the universal cord of the videoscope had foreign objects. The most probable cause of the complaint was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the distal end, the nozzle, the forceps channel port, plastic distal end cover, the connecting tube and the universal cord of the videoscope had foreign objects. There were no reports of patient involvement.